Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1076843. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021, at 8:40 pm, the damaged prn was found when the indwelling needle was given to the patient, which was discarded and replaced with another sterile indwelling needle. The situation did not affect the patient this time."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021, at 8:40 pm, the damaged prn was found when the indwelling needle was given to the patient, which was discarded and replaced with another sterile indwelling needle. The situation did not affect the patient this time."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1076843. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.